Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately breakage of one spike. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after the submission of this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an initial knee arthroplasty, the surgeon aligned the tibial alignment guide and impacted it with a mallet. As the alignment guide was removed after the registration, a spike fractured in the patient. As a result the spike was removed and the procedure was completed without delay.